Manufacturer narrative:
Attempt for product return is still in progress. The shipment was stopped due to lithium ion battery in centrimag console.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via the downloaded log file. The centrimag motor (serial #: (B)(6)) was returned for analysis to the edc belgium and was evaluated. A visual inspection of the motor was performed, and no anomalies were found. A log file was downloaded from the returned console (serial #: (B)(6), MFR # 2916596-2019-02232) for review. A review of the downloaded log file showed that on (B)(6) 2019 at 17:36, a s3 alarm occurred following a tech flow sub fault ¿can bus send error¿. The reported event was unable to be reproduced during the investigation. Preventative maintenance was performed. The motor was then connected to the returned console and flow probe (serial number: 91719). The system was turned on and run at 5000 rpm for 24 hours. The reported event was unable to be reproduced. A functional test and a safety test were performed per procedure. Reports of similar events will continue to be monitored. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The 2nd generation console was reported under MFR # 2916596-2019-02232. The motor is not a single use device. The approximate age of the device is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump on (B)(6) 2019. It was reported that the patient was suffering from primary graft dysfunction after a heart transplantation. The patient had been on extracorporeal membrane oxygenation (ECMO) since (B)(6) 2019 and was switched on (B)(6) 2019 to centrimag as a left ventricular assist device (lvad) and a right ventricular assist device (rvad) bridge to decision. During the operation, lvad support was successfully performed using the first centrimag console 2nd generation. However, when rvad support occurred the second centrimag console 2nd generation alarmed with the code s3 and there was no liters per minute (lpm) indication on the screen. After following the IFU instructions, the backup console was used as the rvad console instead. The patient later expired on (B)(6) 2019. The death was determined to be not related to the device but to neurology, as there was an absence of brain activity. The device was reported to have been operating as expected. No further information was reported.